Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Additionally, it was reported time was inaccurate; cause unknown. Tandem technical support guided contact through adjusting pump's time to resolve issue. Customer's blood glucose was 212 mg/dl.